Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 3331, 170, 23) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation findings: 170 - manufacturing process problem identified investigation conclusions: 23 - manufacturing deficiency the affected sample was returned and inspected upon receipt with no visual anomalies. It was then setup in a saline circuit with a sarn drive system and a sorin drive system with a terumo cp adapter that was provided. While pumping with the sarns system and the sorin drive, the pump exhibited no unusual noises. A retention sample from the same product code and lot number was also used with no visual anomalies noted. It was also tested the same way and the pump exhibited no unusual noises. Based on this investigation, it is believed that the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the bearing to the rotor and the dimension of the bearing pocket in the magnet housing. A CAPA has been initiated to document and address the investigation and any potential changes required to remedy the failure mode observed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 11, 2021.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added lot number). D9 (device availability - added date returned to manufacturer). D10 (added concomitant medical products and therapy dates). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the delphin pump made a lot of noise. The sound was like brake pads rubbing and the perfusionist was worried that it is causing friction and heating up. No consequence or impact to patient. The product was not changed out. Procedure was completed successfully.